Event description:
This is a spontaneous case report received from a medical doctor in united states on 29-feb-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert), lot number c22913, inserted on (B)(6) 2015. Soon after coils were placed, the patient started presenting with pain bilaterally in the lower quadrants (r>l) which had continued since then. Computed tomography (CT) and ultrasound were obtained to evaluate causes of pain and showed essure in proper places and no other pathology. The pain was described as stabbing and was worse with intercourse, starting on the right and then progressing over the left. Bilateral salpingectomy was scheduled to (B)(6) 2016. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had stabbing pain bilaterally in the lower quadrants soon after essure (fallopian tube occlusion insert) insertion. A bilateral salpingectomy was planned in the weeks following this report. The reported event is listed according to essure's reference safety information. During and after essure insertion, lower abdominal pain may occur. In this case, patient underwent a CT scan and ultrasound and essure was found in proper place with no other pathology. Although no abnormalities were found regarding device's position; considering patient developed pain with a positive temporal relation with essure procedure and as no alternative explanation was found; causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention will be required for essure removal. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Follow-up information received on 20-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). Lot number: c22913 production date: (B)(6) 2014; expiration date: (B)(6) 2017 . For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Follow-up received on 11-may-2016: information received from physician states that patient has experienced persistent pain in the lower pelvis bilaterally (right > left). In addition, health care professional informed that patient's salpingectomy is scheduled to be performed on (B)(6). Patient also reported pain at intercourse. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had stabbing pain bilaterally in the lower quadrants of pelvis bilaterally soon after essure (fallopian tube occlusion insert) insertion. A bilateral salpingectomy was scheduled to the following month. The reported event is listed according to essure's reference safety information. During and after essure insertion, pelvic pain may occur. In this case, patient underwent a CT scan and ultrasound and essure was found in proper place with no other pathology. Although no abnormalities were found regarding device's position; considering patient developed pain with a positive temporal relation with essure procedure and as no alternative explanation was found; causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention will be required for essure removal. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.